Manufacturer narrative:
Not avail.

Event description:
This spontaneous report ((B)(4), (B)(6)) from the united states of america was reported by a consumer (age and gender unspecified) who developed chlamydia and had 18 years of child support after using the trojan condoms unspecified (device failure). On an unspecified date, the consumer initiated the trojan condoms unspecified once. After using the product, the consumer developed a chlamydial infection and had 18 years of child support (device failure). No additional information was available. The action taken with trojan condoms unspecified was not applicable. The outcome of the event chlamydial infection was unknown. The outcome of the event had 18 years of child support (device failure) was not applicable.